Manufacturer narrative:
Concomitant medical products: product ID: 306001, product type: screening device. Product ID: neu_adhesive_acc, serial#: unknown, product type: accessory. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: neu_adhesive_acc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial began on (B)(6) 2020. It was reported patient was leaking all the time. Patient stated that she is itching very bad at the incision site from the tape. There was no surgical intervention that occurred. The issue was not resolved at the time of the report. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received. The patient reported they were allergic to the tape and it was making them itchy. Additional information was received from the patient. They reported that they have an infection and pain since having the device. The patient can hardly walk now. The patient also stated that their symptoms are worse since they had the device and everything is way worse. The patient was referring to having these issues since the evaluation and does not have a permanent device.